Event description:
The user facility reported a 63-year-old male implanted with impella cp needing mechanical circulatory support. It was reported that while the patient was on impella cp support the patient experienced purge pressure rising from 400-500 to over 800 and the purge flow dropped to 3.2 from 18ml/hr. No kinks were observed. No further information regarding treatment was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.